Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location and never having therapeutic effect (<(><<)>50% therapy relief) from their implantable neurostimulator (ins). The patient stated that their back pain was getting worse and that the stimulation was not covering the pain in the ¿beltline¿ area. It was also noted that the pain in their legs came back. In addition, it was reported that when the patient turned up the stimulation they felt it in the left hip/front of legs area and then had stomach pain. Diagnostics and troubleshooting performed included impedance testing and reprogramming. The patient¿s psychiatrist was going to do a pump trial for the patient and another physician wanted to do more mris. The ins system was then explanted on (B)(6) 2014. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.